Event description:
It was reported that the customer had battery issues occur with their insulin pump. Customer constantly received weak battery and battery out alerts. The customer's blood glucose level was reported at 257 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.